Manufacturer narrative:
The screw was examined visually under magnification. The fracture surface on the head section of the screw showed a brittle fracture pattern. No abnormalities were observed on the surface of the screw that could have contributed to the failure. The fracture surface was at the base of the tapered section of the screw. Additional mdrs associated with this event: 3025141-2017-00179: screw 2.

Event description:
An aculoc 2 plate was implanted on (B)(6) 2016. At some point post op, two locking cortical screws broke. The screws were explanted on (B)(6) 2017.